Manufacturer narrative:
The lot number was not provided and the complaint sample was not made available for evaluation. The manufacturing review did not indicate that this complaint was due to the manufacturing process. No complaint or manufacturing trend was identified. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The complaint sample has not returned for evaluation; the lot number is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
As initially reported by a distributor via telephone on 09mar2021, it stated that on (B)(6) 2021, consumer experienced red eye just after wearing the new lens and post removal of lens. Consumer visited doctor and diagnosed with corneal infiltration and eye drop gatifloxacin / antibacterial and fluorometholone / steroidal antiinflammation prescribed. Consumer had eye dryness and felt lens was stuck in eye since wearing. On (B)(6) 2021 consumer experienced irritation. On (B)(6) 2021 consumer revisited doctor since symptom worsened and was diagnosed with corneal ulcer. The ulcer is 2mm in size, located at left corneal in eight o'clock direction. Cephalosporin capsules 100mg was prescribed. Symptoms were improving.

Manufacturer narrative:
The complaint product was returned for evaluation and was found to meet manufacturing specifications. The manufacturing review did not indicate that this complaint was due to the manufacturing process. No complaint or manufacturing trend was identified. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).